Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that prior to an atrial fibrillation ablation a farawave was selected for use. During preparation, a fluid leak was noticed at flush port. The procedure was completed with the original device. No patient complications were reported. The device is not expected to be returned for laboratory analysis.